Event description:
It was reported that during an a-fib procedure the electrodes 7/8 and 19/20 of the catheter did not have signals. Upon receipt of the product on (B)(4) 2012 (which changed the alert date), bwi noticed that ring # 20 of the catheter was missing. This was not mentioned during the original complaint and the customer was not aware of this issue. The case completed by replacing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4). The returned device was received without the ring # 20; this was not notified during the original complaint. The catheter was tested for electrical leakage and resistance performance, and the pu ring margins were measured; the catheter was found under specification. The ring # 20 could not be tested for electrical performance since it was missed. The area of the missing ring was inspected and the evidence showed the lead wire was broken and indentation of the ring properly welded was noted. The device history record (DHR) was reviewed and no anomalies were found. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. Online inspections are in place to prevent this type of damage/defect from leaving the facility. The complaint condition could not be confirmed; however, the evidence showed the ring was detached by applying an excessive force. The clinical account specialist notified that the missing ring was not noted when the catheter was returned for analysis.